Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved starting the pump in application mode. The investigation was unable to confirm the reported issue, no problems were found with delivering a dose. No problems were found with the pump alarming or alarming without displaying a message. The pump's downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump had a dosing issue. It was also reported the pump was alarming. It was not specified if the pump was over or under delivering and per reporter no additional information was available. No adverse patient effects were reported.